Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device pump complaint states, "I am emailing with a request for a pump to be inspected due to it not infusing drug after being programmed. Despite appearing to work with some drips (visually) and sounding like it was infusing, after one hour the medication (IV fluids) was not infused. The pump serial number is (B)(6). The patient was not harmed. Pump set up and programmed by a registered nurse. Normal saline was involved in the issue described". The pump was given the initial complaint code of, "3fri3: flow rate issue - user reports flow rate issue but flow rate accuracy is unknown", which is MDR reportable. Upon receival on 1/30/2024, the pump was not flagged as a complaint pump and was put into the normal RMA workflow, having a work order created for it. The pump's work order was completed, and the pump was tested fully. The pump ended up being serviced with a new power cord clamp since it was missing one upon receival, as seen in the components, and was also given a new hex file. According to the pump's DHR, when the pump was tested on 2/2/2024 the pump's offset was calibrated up to 7%, where it was previously at 5%. (B)(4). The new hex file that was created for the pump with the newly adjusted offset can be seen". There is no data available for the failed flow rate test which was done that lead to the pump being calibrated, and the initial reported complaint on the pump was a flow rate complaint. The flow rate test data that passed after calibration was documented on the device test data posted for the pump on 2/2/2024. (B)(4). The reported issue has been confirmed, pump was found to be initially performing out of specification for flow rate and was then calibrated to put the device back into specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.